Event description:
Reporter alleged blood glucose measured 373 mg/dl at 8:15 pm so customer took 10 units of insulin based on the result before going to bed. It was stated customer woke up and felt bad so he went to the doctor 12 hours later as a result where their meter measured 142 mg/dl back to back with the customers' meter result of 368 mg/dl when testing was performed at the same time. Reporter stated no other actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.